Manufacturer narrative:
After review of the file it was determine that error code ¿200.5040¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported that the device had an error code of 200.5040. Lvp software was 9.17 but pcu software was 9.33 lvp software needs to be upgraded to 9.33. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 05dec2016. The review was performed from the date of manufacture to the present date 21jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an error code of 200.5040. Lvp software was 9.17 but pcu software was (B)(4) lvp software needs to be upgraded to (B)(4). There was no patient involvement.